Event description:
It was reported by provider that when the solara3g wheel chair are shipping they are getting dents in the tires. He states they unpacked the chairs on (B)(6) 2015 and left them out for 24 hours hoping the issue would rectify itself, but no such luck. No consumer involvement, protocol questions do not apply.